Event description:
Patient presented to the physician with the lead wires protruding at the chest incision site exposing the patient to potential risk of erosion. Physician brought the patient into the or, flushed the ipg pocket, and rinsed the ipg, sensing lead, and stimulation lead. Physician placed the components in a tyrx pouch, re-sutured, and closed.